Manufacturer narrative:
A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer stated that the device failed the extended self-test (est). There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 08jul2019. Date of this report: 24jul2019. The philips field service engineer (fse) confirmed that the touch screen is not working and the flow is deviated. The philips fse changed the touchscreen and replaced the flows sensor assembly. The unit was tested and returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 15oct2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.